Event description:
Reporter indicated a new generator "does not work" due to the device not being able to be interrogated. Good faith attempts to obtain add'l info have been unsuccessful. The generator has been returned to the MFR and is pending product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.